Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported output circuit anomaly was confirmed in the laboratory. The analysis indicated the output circuitry of the device was damaged. It is believed that the leads arced causing a low impedance path that resulted in damage to the output circuitry. The device was tested on the bench and on the automated electrical system. All low voltage device functions were normal.

Event description:
It was reported that the patient presented to the ER after being found unconscious in his home. Upon interrogation, the programmer showed several alerts-output circuit damage, noise, aborted therapies, and low lead impedances. The patient has not yet regained consciousness and neurological function maybe compromised. The patient is fairly sick and no device changes will be made at this time. Egms show aborted charges due to lead noise.